Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to significant weight lose. As a result, the ipg was relocated on (B)(6) 2021 to the left abdomen. The issue has since been resolved.